Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a 1cm longitudinal balloon tear in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx) artery. After rotablation was performed, a 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. Dilatation was then performed with a 2.7mm non-bsc balloon catheter and the procedure was completed after the implantation of a stent. No patient complications were reported.